Event description:
Surgeons used couplers, (2.0 mm) and (2.5 mm) during a breast reconstruction. When the surgeon was performing the anastomosis, and tried to close the couplers, it would not engage and join the rings together properly. The anastomoses were completed by hand. There was no pt harm.

Manufacturer narrative:
Additional model # 2573, additional lot # 23158. The couplers (without jaw assembly) were returned. Coupler 2.0 mm product information. Model # gem2752, lot # 24567, device manufacture date: 04/2008, expiration date: 04/2013. Rings were not aligned properly and had bent pins. According to the device history record, the device met specification at the time of manufacture. A 100% functional alignment testing was performed on each device during assembly. Coupler 2.5 mm product information. Model # gem2753, lot # 23158, device manufacture date: 12/2007, expiration date: 12/2012. Gem2753 had rings that were torn and had bent pins. In 2008, to improve the ring retention within the jaw assembly, the ring retention within the jaw assembly, the ring retention force was increased. This lot of product was reworked to the new retention force specification; the coupler rings were removed and placed in a new jaw assembly. A 100% functional alignment testing was performed on each device during assembly. According to the device history record the device met specification at the time of manufacture. Anastomotic instrument information. Model # gem2740, packaged date: 12/2007, expiration date: none. The anastomotic instrument was also returned. The knob on the instrument was tight to turn and did not appear to be lubricated per the care and maintenance instructions.